Event description:
Healthcare professional reported left side rupture and pain. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ pain: unable to observe as it is a medical event not related to the device. ¿ rupture: observed broken on patch/shell bond edge side assessed as unidentified (tear) opening. Shell thickness within specification. Additional observations: ¿ observed creases on the device. ¿ observed 40 mm dark patch edge material inside gel device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported left side rupture and pain. The device has been explanted and replaced.

Event description:
The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Healthcare professional reported left side rupture and pain. The device remains implanted.